Manufacturer narrative:
The evaluation found: insulation resistance at the tip was out of standards due to missing part of plastic distal end cover. Angulation in the up direction was out of standards due to worn of angle-wire. The gap of up/down angulation control knob was out of standards due to worn of angle-wire. Insertion quantity was out of standards due to damage of channel tube. Liquid leaks due to damage of channel tube. Liquid leaks due to deformation of right/left angulation control knob. Liquid leaks due to deformation of up/down angulation control knob. The condition of light guide-bundle was not good. There was a gap at the adhesive part of bending section cover. There was a crease at the connecting tube. The color of connecting tube was changed. Suction cylinder was deformed. There was a crease at the universal code. Scope connector cover was deformed. There was corrosion at the electrical-connector due to leakage. Forward upward down lever was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device had liquid leaks at the suction. The leak was found during preparation for use. Upon inspection and testing of the customer returned device, foreign material was found coming out from suction cylinder. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since leakage from the channel was confirmed, it is likely the foreign material was adhered to the brush due to insufficient reprocessing while the brush passed through and exited from the device. The insufficient reprocessing was likely due to: (1) breakage of the channel, (2) methods conducted by the user were different from methods recommended in instructions for use, or (3) staff of the user facility was insufficiently trained on device handling. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Precleaning the endoscope and accessories states on immediate precleaning after procedure in order to prevent adherent of dirt. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Manually cleaning the endoscope and accessories states on details of methods of brushing and cleaning for each channel." Olympus will continue to monitor field performance for this device.